Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient had a catheter replacement surgery. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient underwent outpatient pd catheter (not a fresenius product) replacement surgery on (B)(6) 2020. The pdrn reported that the pd catheter was "cracked and leaking." The pdrn stated there is no allegation against the liberty select cycler as having cause or contributed to the patient's pd catheter damage, however the etiology of the damage remains unknown. The pdrn stated the patient's medical team (e.g. Surgeon, nephrologist, primary care physician) all agree the liberty select cycler did not cause or contribute to the damaged pd catheter. The pdrn stated the patient continued to utilize the same liberty select cycler as before the events without issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).